Event description:
Pump ceased pumping, alarm read iab disconnected, gas loss detected. On observation of tubing, no gas loss or disconnection was found - continuing problems with functioning but was able to "get by". Balloon removed and staff questioned problem with catheter since changing pumps did not correct problem.